Event description:
It was reported that a patient experienced burns, pain, itching, redness, and a sensation of heat during a thermage cpt treatment of the full face. Several patient images were reviewed by the solta medical reviewer. The timing of the photographs and their relation to the procedure were not provided. In some images, burns and crusting are visible on the patient's cheek, while another image shows a scar that appears to be unrelated. Patient outcome is unknown. No other treatments were being performed besides thermage, and the patient had no history of aesthetic treatments. It is unknown what rep or range of reps/sites the incident occurred at. The highest energy level used was 8. Both stamping and sliding methods were used. Solta cryogen and coupling fluid were used during the treatment. This was the initial use of the treatment tip, and it was inspected before and during the treatment with observations unknown. The user facility reportedly experienced problems with thermage cpt tips and stated that they sometimes have to use additional cans of cryogen to ensure proper cooling and patient safety. The reporter stated that this can sometimes cause superficial patient burns. Though requested, no additional information has been provided.

Manufacturer narrative:
The treatment tip and datalogs have been requested for evaluation. The investigation is underway.

Manufacturer narrative:
Service was unable to confirm tip issues as the tip was not available for evaluation. The datacard logs were returned for evaluation. Field service reported that the logs have been overwritten due to age and are no longer available. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. According to the thermage flx system user manual, burns, redness, discomfort, heating sensation and skin irritation, and scarring are a known possible side effect of thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.